Event description:
Female resident was being transferred from bathing trolley to wheelchair using a lift sling and maximove. During the transfer, resident pulled right leg, causing knee to contact sling clip on frame assy, causing sling clip to become dislodged. Caregivers were able to prevent resident from sliding out of sling. No injuries were sustained.

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.